Manufacturer narrative:
An internal investigation was performed for false positive results when testing patient samples with vidas® troponin I ultra assay (ref. 30448). The field service engineer made a visit to the customer site to correct the ground fault problem and replaced the section a spr block. He qualified the instrument by performing qcv tests on both sections of the minividas, which conformed on all positions. There was no more temperature error. The measured temperatures were conforming. The four (4) false positive results with vidas® troponin I ultra assay (ref. 30448) were not linked to an instrument issue, neither the temperature errors nor a clog or a leakage. The temperature is logged continuously by a sensor in order to follow fluctuations, and no error occurred for the temperature. A problem of clog or leakage in the pump could cause a fault in the results. This is checked by running qcv tests. Qcv tests have been performed in the 12 positions of the mini vidas instrument just after the 4 false results. The qcv results conformed in the 12 positions. A review of manufacturing and quality records confirmed there was no reagent anomaly with vidas® troponin I ultra assay (ref. 30448). For the four (4) false positive results with vidas® troponin I ultra assay (ref. 30448). The investigation showed that: the results were not linked to an instrument issue, neither the temperature errors nor a clog or a leakage. There was no reagent anomaly with vidas® troponin I ultra assay (ref. 30448). The performances of the vidas® troponin I ultra assay (ref. 30448) lot used were within the specifications. The most likely cause was a pre-analytic one when the user prepared the reagent strips and samples. There was coincidence of false results and temperature errors, as the investigation proved there was no link between these events.

Event description:
A customer from (B)(6) notified biomérieux of false positive results when testing patient samples with vidas® troponin I ultra assay (ref. 30448). The customer reported that four samples gave a positive result. The customer tried repeating the samples in question, and the customer was notified of an equipment temperature error. It was reported that an equipment temperature malfunction occurred in section b of the instrument during testing. The source of the temperature problem was identified in the electrical circuit grounding by an engineer on site. A correction was made to the grounding of the electrical circuit by the local engineering department, and the spr block of section a was replaced. After these measures, there were no further equipment malfunctions noted. The customer reported that patient results were affected by the malfunction. However, no wrong results were reported to a physician, and there was no harm to the patient nor any incorrect treatment given. There was no reported delay in results either. During the period in which the equipment malfunctioned, patient tests were being performed on other equipment. An internal biomérieux investigation will be initiated.